Event description:
Article entitled: ¿which is more suitable for conversion to hip arthroplasty after failure of dynamic hip screws or proximal femoral nail anti-rotation for stable intertrochanteric fractures in the elderly?¿, by zhang tianyi, et.al., zhongguo zuzhi gongcheng yanjiu. 2021;25(33):5335-5340, has been reviewed. Authors sought to evaluate the impact of two treatments, dynamic hip screw versus proximal femoral nail anti-rotation in treatment of non-displaced intertrochanteric hip fractures, with respect to subsequent conversion of the hip to a total hip arthroplasty following the prior treatment¿s failure. Their results identified that conversion to hip arthroplasty after failed dynamic hip screw treatment has a higher orthopedic complication rate than conversion to hip arthroplasty after failed proximal femoral nail anti-rotation (32% vs. 13.7%). The study followed 50 patients who were in the dynamic hip screw group, and 52 patients in the proximal femoral nail anti rotation group, both groups having been subsequently treated with j&j total hip arthroplasty (ceramic head on hxlpe liner, with titanium stem and cups: product specifics were not provided, nor was it indicated in which cases bone cement was utilized). The dynamic hip screw and proximal femoral nail systems were non-j&j products. The following post-op complications were observed with respect to the combined groups after their j&j total hip replacements (number of individuals, followed by the complication): 9: postoperative periprosthetic fracture. 2: prosthesis instability. 2: hip dislocation. 1: leg length asymmetry. 1: implant loosening. 1: heterotopic ossification. 1: periprosthetic loosening. 1: abductor muscle group dysfunction. 5: urinary tract infections. 2: pulmonary embolism. 1: pressure sore. 1: atrial fibrillation. Specifics of complications nor their treatments were provided in the article.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.